Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 implantable pacemaker (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had intermittent capture and high threshold. Therefore the rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.